Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 600 mg/dl. The customer¿s blood glucose was 300 mg/dl at he time of the incident. The customer¿s current blood glucose was 244 mg/dl. The customer was treated with insulin pump. The customer checked her blood glucose before bed and it was 240 mg/dl. Customer did not allege insulin pump was under delivering. The drive support cap appears normal. The product was not returned for analysis.